Manufacturer narrative:
Further information from the reporter regarding device status and patient has been requested. No additional information is available at this time. The events of some dryness in the eye and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient had a xen 45 gel stent implanted in the right eye with mostly unremarkable events except they experienced "some dryness" throughout the months. Patient was seen by a healthcare professional six months later when an endophthalmitis infection was noted. Patient was sent to a retina specialist on the same day where an antibiotic injection took place. The following day, the hypopyon was still present so the xen stent was removed on this date. The event was resolved the next day after the xen removal.